Event description:
A report was received via FDA's medical products reporting program that a patient developed severe eye pain, redness, watering and swelling in the left eye while using renu (unknown type). The patient went to an emergency room for her symptoms and the following day began seeing an eye specialist for a severe eye infection. The patient was given anti-fungal therapy. The patient reported her left eye has permanent scarring and blurred vision. Although requested, no further information was provided.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.